Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 43 mg/dl and then 45 mg/dl after treatment. Customer drank juice and ate chicken biscuit. Customer reported that the auto mode was not active on insulin pump. The insulin pump will not be returned for analysis.